Event description:
The reporter stated that the surgeon was inserting a collamer three piece lens and realized the lens was flipping over in the cq cartridge upon advancing with the injector, the surgeon was able to flip the lens back over and left it in the patient's eye. There was no patient injury.

Manufacturer narrative:
Lens is flipping over during advancing in cartridge - lot search. Results: a cartridge lot number search was performed for similar complaints within the search and two similar complaints were found.